Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reported having a conductor fracture. There was no further information received upon investigation conducted. This rv lead was explanted and a new lead was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
--